Event description:
It was reported the patient was in for a refill and reported they had heard the pump alarm a couple of times. Pump logs showed a stall and recovery on (B)(6) 2014 that was 7 minutes apart and another stall and recovery on (B)(6) 2014 that were 5 minutes apart. The motor stalls and recoveries were confirmed and recorded in the event logs. The patient had noticed some increased pain in her lower back, but she believed this was related to a radiofrequency ablation procedure she had done on (B)(6) 2014 to her t-spine and the pain improved (3/10) but was now noticing (5/10) pain in the lumbar area. The patient denied any emi or magnetic interaction with the pump. The pump was used to infuse hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported increased pain. The patient presented in the clinic today due to increased pain. The pump was checked and logs showed multiple motor stalls and recoveries. The last stall occurred on (B)(6) 2014 and recovered 15 minutes later. A previous stall was noted on (B)(6) 2014 with a recovery 13 minutes later. The patient denied any emi or magnetic interaction. The patient did have a magnet from a necklace but it was not over the pump. It was further reported stalls occurred on (B)(6). All lasting approximately 5-10 minutes. The patient was having therapy issues.

Event description:
Additional information indicated that all of the motor stalls recovered each time according to the pump logs. The patient was not experiencing any symptoms as a result of the stalls because the stalls seemed to be recovering quickly. It was unknown if any additional troubleshooting was performed or how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).